Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 14 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported an adhesive issue, an inaccurate reading issue, and low readings issues with multiple adc sensors. Details of the user report are as follows: "sometimes the glue would be defective or not present and the sensor would not stay adhered for two weeks. Sometimes the units would begin to provide incorrect results, as verified by finger stick, prior to expiration at two weeks. The problems were sporadic. About one year ago I noticed the glue seemed to have improved and failure was no longer a big problem. At about the same time I noticed the sensors rarely provide accurate results for the stated two week period. Failure now occurs at about the ten day mark. Recently the failure rate has approached 100% as no sensor over the past 6 months (12 units) has lasted for the 14 day period." There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.